Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. Cracks were observed on the top housing. No internal components were exposed and there was no internal damage found. The cause of the damage to the top housing cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 16.8mmol/l (302.4 mg/dl) with ketones of .4. The pod was worn between 24 and 36 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.